Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a replacement procedure due to device performance issues. During the surgery, it was noted that the right cylinder had a fluid leak in the proximal end; however, its cause is unknown. The existing cylinders and pump were removed and replaced. No additional patient complications were reported and the patient was set to fully recover.